Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated that her daughter applied a v-go at 7:30pm, (B)(6) 2019, to her left arm. Patient stated she went to bed at 11 pm. Patient stated she awoke at 5:30am and noticed that the needle button for that v-go had retracted. Patient stated she removed that v-go and replaced it with a new v-go. Patient stated she might have triggered the needle release because she sleeps on the same arm as the v-go application.